Event description:
A patient reported blood glucose results of 124 mg/dl, 177 mg/dl and 213 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.